Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). Since the subject device was not completely removed from the patient (shaft retained), this device is not considered to have been successfully explanted during the (B)(6) 2017 revision surgery. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number a device history record (DHR) review could not be completed. Synthes manufacturing location and date of manufacture are unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery was performed due to non-union and three (3) broken screws. The patient initially underwent an open reduction internal fixation (orif) of the right distal femur on (B)(6) 2016. Upon a routine visit, the surgeon performed a routine x-ray for postoperative follow-up. It was noted that three (3) screws had broken at the screw heads and the patient had not healed. The patient was returned to surgery on (B)(6) 2017 for a revision. The three (3) screw heads were retrieved, however, the surgeon was unable to remove the three (3) screw shafts from the patient¿s bone. The screw shafts were retained in the patient. The patient was revised with three (3) positional screws and three (3) cables. The plate and distal screws remained the same. There was no time delay. The patient status after the surgery was stable. Concomitant medical products: unknown plate (part # unknown, lot # unknown, quantity unknown); unknown distal screws (part # unknown, lot # unknown, and quantity unknown). This report is 2 of 3 for (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.